Event description:
Customer was admitted to hosp for diabetic ketoacidosis. Checked programming. Insulin centration, basal rates/times, bolus history, alarm history, programmed is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications.